Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During first inflation, it was noted that the balloon ruptured when the pressure reached 12 bars. The device was removed without any problem using the normal method. The procedure was completed with the use of another of the same device. No patient complications were reported and the patient status was good post procedure.